Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator failed the safety valve test during the pre-use check. Our field service engineer investigated the device on-site and confirmed the reported issue. During troubleshooting, the safety valve pull magnet was found to be defective and was replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The replace pull magnet was returned for investigation, it was placed in a ventilator for simulated use testing, it passed multiple pre-use checks (puc) and ventilation was performed for over two weeks without deviation. At end of the test the device passed three pucs. We could not reproduced the reported issue during our lab tests. The safety valve including pull magnet is located in the inspiratory pipe. The movable axis of the pull magnet closes or opens the safety valve membrane. The pull magnet is controlled by expiratory channel board. The safety valve opening pressure is calibrated to 117 ±3 cmh2o during each pre-use check. The safety valve pull magnet enables the inspiratory gas to be released from the inspiratory pipe via the emergency air intake resulting in decreased inspiratory pressure. The conclusion is that the device failed to meet its specifications during the reported event and that the pull magnet (the safety valve) could be a contributory cause. However, since the reported issue could not be reproduced at the manufacturing site, no definite root cause can be established.

Event description:
Manufacturer's ref# (B)(4).